Event description:
It was observed that during the device evaluation, the subject device exhibited tears on the pink rubber, exposing the core, and had missing adhesive on the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the malfunctions "tears on pink rubber and exposed core" and "missing adhesive on forceps cover" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.